Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/24/2015 with the following findings: the pump¿s keypad was partially detached from the pump. All of the keypad button symbols were worn. The contrast button contact was found to be missing. The up and down button contacts were misaligned. Contamination was present underneath all of the remaining button contacts. The display screen was discolored. The battery compartment was cracked from the lip to the bumper, and from the bumper to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was damage and contamination to the button contacts, damage to the battery compartment, and a discolored display screen. This report is made based on results of investigation completed on 07/24/2015.